Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of submitted photos of the patient¿s driveline exit site confirmed damage to the outer jacket, armor layer, and bend relief of the pump cable. Images were submitted of the distal end of the patient¿s pump cable. Tears were observed in the outer jacket, bend relief, and armor layer. The underlying wires were visible but did not appear damaged. Additional rescue tape and stabilization were applied. The patient remains ongoing on heartmate 3 lvas serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 04dec2015. The current version of the heartmate 3 lvas IFU, and patient handbook contain information on caring for the driveline. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's first tape repair was previously reported under 2916596-2021-03327. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient informed the hospital that the tape repair which had been performed on their driveline in mid-june was damaged severely again. A picture the patient provided showed the damaged tape repair, along with progressive damage of the fiber layer. The damage to the patient's percutaneous lead/driveline was investigated by the clinical specialist on-site. The silicone outer layer and the fiber layer were broken off and ripped completely. Phases blue, red, and yellow were visible and only covered by the polytetrafluoroethylene layers. No technical issues had occurred yet. The driveline bend relief had been removed during the repair in june, which caused a kinking point in the area of the transition from the metal of the connector to the percutaneous lead. It was recommended that the transition area be stabilized as a temporary solution in an attempt to avoid further kinking and progressive damage of the cable and its phases. It was recommended that the clinic cover the damage with multiple tightly wrapped rescue tape layers. The patient was unable to provide a cause for the damage. The patient was a transplant candidate and could possibly be listed as high urgent due to the damage.